Event description:
While administering medication infusion rn noted leaking from the connecting equishield male/female adapters. Infusion rn stopped injecting remaining medication, returned to pharmacy and able to transfer into another syringe.